Manufacturer narrative:
(B)(4). Occlusion is labeled in the IFU. No product or images were returned to assist with this investigation. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case, the IFU states, "vessels are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. The failure mode was determined based on the provided event description. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints. Additional action is not required at this time. The risk is insufficient per quality engineering risk analysis (qera) as the rpn remains at an acceptable level as a result of this complaint.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2011. The procedure was conducted as labeled. During follow up, the physician recognized the patient's contralateral cia was occluded on (B)(6) 2011. Then the physician removed the thrombus and placed another manufacturer's stent at the occluded portion. The patient was reported to be in good condition.